Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Upon follow up, corneal haze is still present. A retreatment is planned due to patient not satisfied with vision.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria no UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient with corneal haze and blurred vision in the left eye one month post lasik. The patient complained that vision was very blurry and was getting worse. Topical steroid dosage was increased.